Event description:
It was reported that during a procedure involving one onyx frontier coronary drug-eluting stent, stent dislodgment occurred during delivery to the lesion. The lesion being treated was mildly tortuous and moderately calcified located in the distal circumflex (cx) artery. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. No excessive force was used during delivery. The dislodged stent was removed using a snare. The device was inspected prior to use with no issues. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: review of the procedural images provided confirms the reported patient morphology. The timestamp and series number is the same across all images, making it impossible to confirm an exact timeline. A dislodged stent can be seen the in distal lcx, however the mechanism of dislodgement is not captured in the images provided. The dislodged stent is captured and withdrawn using a snare. Product analysis: the device was returned for evaluation. The stent was not present on the balloon but did return for analysis. The stent appeared to be stretched. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. The was deformation apparent on the tip. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: resistance was noted during withdrawal of the device. Excessive force was not used. - initial reporter's address and phone number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.